Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the defibrillation coil was distorted and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during new system implant, the lead was implanted and helix would not extended. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.